Event description:
Complainant alleged that while attempting to treat a pt the device was unable to power on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our instigation is completed.